Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has had difficulties with programming as far as ins charge times and how often he charges since implant. He said he was told he would only have to charge once a day for 20 mins, but in the beginning he had to charge twice a day for 1.5 hours. He said he worked with his rep in reprogramming twice. Patient said after the reprogramming yesterday the stim wasn't effective, so he tried increasing higher, and was pretty high up when he got zapped. Pt said all 3 "channels" would cycle like waves; hit him with energy for a few seconds then go away for 20 seconds, but he likes it more steady